Manufacturer narrative:
Based on the claim against the product by the customer noting the right-hand controller gets stuck., an investigation was completed to determine the cause of the reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and the replaced the master tool manipulator (mtm) to resolve the reported. Isi received the mtm, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A review of the log shows customer performed an inguinal hernia-unilateral procedure on (B)(6) 2022 on system (B)(4). A review of error log revealed no related system errors. No image or video clip for the reported event was submitted to isi for review. The probable root cause of right-hand controller at ssc gets stuck is attributed to a defective mtm. This complaint is considered a reportable event due to the following conclusion: the master tool manipulator (mtm) was getting stuck after the start of the procedure and was not functioning as expected. The procedure was completed robotically. The field service engineer (fse) was able to reproduce the reported issue during field service visit and replaced the mtm to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia -unilateral surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report right hand controller at surgeon console stopped working. The or staff confirmed case was completed robotically. The tse viewed onsite logs and no arm related messages was found in system logs. The or staff requested system be checked. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the that the procedure completed robotically using all 4 arms. The issue was with the master tool manipulator grips and not the usm. There was a little resistance to open and close jaws of the instrument using mtm, but the surgeon completed procedure with same mtm. Patient information was not provided. The field engineer came and replaced the mtm later and no further issues found in following cases.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received master tool manipulator (mtm) involved with this complaint and performed the failure analysis. The reported failure of the handle sticking was able to be reproduced during visual inspection of the mtm. The grip levers would close but not spring back to open. Parts will be replaced to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.